Event description:
It was reported that prior to an unknown procedure when surgeon tried to load cartridge it did not pre- fire. It was not reported how the procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: please clarify what is meant by when surgeon tried to load cartridge it did not pre- fire. Was there difficulty loading the cartridge into the device? If no, please provide additional details about what happened. Inserting cartridge to echelon, it was happened before firing on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Before firing. Date sent: (B)(4) 2013. The analysis results found that one ec60a device was returned with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge was received fully fired and with the cartridge pan missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. While no conclusion could be reached as to how the pan became dislodged and missing from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.